Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: d1: micra d4: mc1vr01-delsys / expiration date: 14-apr-2020 / serial#: (B)(4) UDI #: (B)(4). No dev rtn to MFR? No mfg date: 26-oct-2018 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant high thresholds were noted on the leadless implantable pulse generator (ipg). It was noted the position of the device was askew to the left. The ipg was removed and replaced with a transvenous pacing system. No patient complications have been reported as a result of this event.